Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in (B)(6). There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found both head casters and both main bearings inoperative. A search of the hill-rom maintenace records showed hill-rom performed preventative maintenance on this bed in 2011 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced both head casters and both main bearings to resolve the issue. Based on this information, no further action is required.